Event description:
It was reported, approximately 10 months after implant, oversensing was observed on the electrogram, and as a result, the patient experienced more than 20 inappropriate shocks. Therefore, an additional pace sense lead was implanted. At visual inspection during the revision procedure, no change with the lead in question could be seen, and consequently, this lead was explanted. A well outcome was reported for the patient post follow-up procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.